Event description:
The report stated that during a subtotal colectomy the surgeon tried to use the ligasure impact handpiece but could not get a consistently good seal. The sealing cycle always ends with an end tone, which signals a good, complete sealing cycle. This did cause some pt blood loss. The surgeon used sutures in addition to the ligasure impact. The generator was set on 3 bars the whole time.

Manufacturer narrative:
The incident handpiece was discarded and is not available for evaluation. The forcetraid energy platform in use has been returned for evaluation. A supplemental report will be issued once the evaluation of the forcetriad is complete. See attached memorandum for additional information.